Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Device evaluation: the intraocular lens was not returned to the manufacturer for evaluation therefore product testing could not be performed. A photos of the iol was provided and it was evaluated. Surface residuals (particles, fibers) were observed on the lens, indicating that the unit was handled and prepared for surgical use. Lens was also observed with one of the haptic broken. The customer's reported complaint was confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. During manufacturing, the operators conduct 100% visual inspection and cleaning of the lenses at 10x microscope magnification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the customer's reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the trailing haptic of an intraocular lens (iol) was broken after implantation. The corneal wound was enlarged and sutured after the iol was removed. The eye was left aphakic due to high vitreous pressure. The broken fragment of the iol was discarded. No further information provided.

Manufacturer narrative:
Event date: date of event: on the initial report an incorrect date of event was entered. The correct date of event is (B)(6) 2016. Date of this report: on the initial MDR, the date was inadvertently not populated. The date of 05/17/2016 should have been entered. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/20/2016. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) in the lens optic body. The lens had one haptic detached. There was no issue with the other haptic. The customer's reported complaint was verified. All pertinent information available to abbott medical optics has been submitted.